Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a 360 degree lumbar fusion at l3-4 using rhbmp-2/acs combined with autograft, and placed inside of a synthes oracle spinal system. Following the surgery, the patient developed significant recurrence of back pain, as well as right leg pain. The patient underwent additional imaging. A CT scan performed in (B)(6) 2012 demonstrated that the patient had developed ectopic bone growth with foraminal stenosis at l4-5 and l5-s1. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.